Manufacturer narrative:
The customer reported that the central nurse's station (cns) is showing a beside monitor in communication loss (comm loss). Technical support (ts) asked the customer to re-seat the ethernet cable, but the customer was not comfortable doing it so ts asked the customer to contact biomed to assist. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) is showing a beside monitor in communication loss (comm loss). There was no patient injury reported.